Event description:
It was reported that the customer's insulin pump had failed battery test alarms and delivery issues. During troubleshooting the insulin pump alarmed failed battery test after inserting a new battery. It was advised that the insulin pump would be replaced. However, it was later reported that the insulin pump did not have the issue for 3 straight weeks. The replacement device was to be sent back by the customer, and a replacement battery cap was sent to the customer. The customer's blood glucose value was 25 mmol/l during the initial phone call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.